Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform the self test, displacement, basic occlusion, occlusion, prime and excessive no delivery test. Unable to test the operating currents and off no power alarm due to motor error alarms. The insulin pump had a scratched display window. Drive support disk was inspected and no anomaly was noted. Unable to verify error alarm in alarm history screen due to motor error alarms.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 700 mg/dl. Customer stated that she had dizziness, nausea, rapid hear beat. Customer also stated that the drive support cap is flush on customer's insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.